Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was that the threaded 4/40 stud broke on the handpiece. The problem occurred during disassembly at end of procedure. No patient consequence reported.